Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent profile issue occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel in the upper arm. A 7x100x75mm epic stent was selected to overlap a previously placed 7.0x40 epic stent on the central side. The stent was positioned and deployed without issues. After deployment, the stent length measured to be 124mm. The intended treatment was completed and the procedure was completed with no further intervention. No patient complications were reported.

Event description:
It was reported that stent profile issue occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel in the upper arm. A 7x100x75mm epic stent was selected to overlap a previously placed 7.0x40 epic stent on the central side. The stent was positioned and deployed without issues. After deployment, the stent length measured to be 124mm. The intended treatment was completed and the procedure was completed with no further intervention. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the inner liner 12.4cm from the tip. Microscopic examination revealed no additional damages. Media was provided by the customer in the form of 4 pictures. The first picture shows the measurement of the 40mm stent. The second picture showed the measurement of the implanted 100mm stent measuring at roughly 124mm. The stent does appear to be deformed at the top section. The third picture shows what appears to be the location of the stent after it is deployed. The fourth picture shows the stent before it is implanted. The stent does appear slightly longer than before it was implanted. Inspection of the remainder of the device presented no other damage or irregularities.